Manufacturer narrative:
Follow-up #1 date of submission 09/01/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
It was reported that the up and down arrow buttons were defective and unresponsive. There is no additional information available at this time. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.